Manufacturer narrative:
Result and conclusions summation - product performance engineering reviewed the incident. Angina and stenosis, as listed in the IFU, are known potential adverse events of coronary stenting. There was no note of any difficulties experienced during the procedure which could have contributed to the pt effects. No damage was noted to the stent delivery system (sds) prior to or after the procedure. Although a cause for the angina and stenosis and the relationship to the device cannot be determined, there are no indications of a product deficiency. A review of the device lot history records did not reveal any non-conforming material reports which could have contributed to the pt effects.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008 to treat lesions in the distal rca, mid rca, 1st obtuse marginal and the proximal cx. No procedure complications were noted. Predilatation was performed prior to stenting on all lesions except the mid rca. The pt presented with severe lifestyle limiting angina like symptoms with no other obvious etiology. Cardiac cath revealed 50-60% distal instent restenosis in the xience v stent in the obtuse marginal. A balloon pci reduced blockage to 10% and the pt was discharged after 23 hours. No additional event or pt info is available.